Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for screening during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip misfired and was unable to disconnect after an initial attempt to deploy. After several additional motions, the clip eventually detached from the wire. The physician repeatedly opened and closed the handle until the clip finally separated. However, the clip did not close properly and was observed to be falling off the tissue. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.